Event description:
It was reported that customer experienced issues with the sensor. The customer's blood glucose was 128 mg/dl. The customer stated that, when changing out the sensor during the insertion process, the plastic piece of the needle guard fell out. The customer was subsequently unable to use the sensor and had to use a different sensor. Advised that the customer return the sensor back for analysis and that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found that the needle hub was separated from the sensor's base. Was unable to confirm the insertion complaint due to the complaint against sen-serter.